Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a problem on insulin pump delivering insulin. The customer's blood glucose level was 300 mg/dl. The troubleshooting was performed and patient was satisfied. Advised the customer to call back if further troubleshooting needs to be performed. No further assistance was needed.